Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. However, per biomed testing, the device was found to be functioning normally. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow rate inaccuracy during infusion. The pump was programmed to infuse a medication over 15 minutes. Upon returning to check the patient after 15 minutes, the pump was found to be infusing at the appropriate rate, but the time displayed had changed from 15 minutes to over an hour. The medication had been administered during this time. A normal saline flush was then programmed into the pump for 6 minutes. However, the patient returned within 2 minutes, and the flush was already complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.